Manufacturer narrative:
Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 7034768/7034883/7034931, model/catalog description: lead extension kit 25cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection during perm trial. The patient was given oral and injection antibiotics. The patient was in stable condition postoperatively.